Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient charged her implant and the next day the implant was turned off and she didn¿t turn the implant off and that happened twice last week. The patient stated she does not have healthcare provider (hcp) for her ins because they retired. No further complications were reported. No additional patient symptoms were reported.